Event description:
During surgery, when the perclose proglide was removed from the vessel, it was noted that one of the two foot plates was missing. Dates of use: (B)(6) 2017. Diagnosis or reason for use: transcatheter aortic valve replacement.